Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The product was returned for analysis; therefore, the condition of the product could not be verified. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that approximately one month following a glaucoma filtration device (gfd) procedure, a patient developed a corneal disorder described as a dellen requiring medication treatment. The event has not resolved. According to the surgeon a causal relationship between the adverse event and the product is unlikely. No malfunction reported. The primary disease is primary open angle glaucoma. Additional information has been requested.